Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, was not provided. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The initial reporter phone and email address are not available / reported. The device manufacture date is not known as the product lot number of the device is not available / not reported. [Conclusion]: the event was reported through the (B)(6) study, the (B)(6) year-old female patient with a past medical history of hypertension and class 1 obesity (bmi 30 kg/m2) presented with an unwitnessed non-wake up stroke on (B)(6) 2020 with nih stroke scale score (nihss) of 10, modified rankin scale (mrs) score of 0, and modified treatment in cerebral ischemia (mtici) score of 0 and experienced moderate vasospasm within the right middle cerebral artery (mca) which resolved with medication. Per the principal investigator (pi), the event was possibly related to the study device and procedure. The event was not considered serious. The patient underwent an endovascular mechanical thrombectomy using a 5mm x 33mm embotrap ii revascularization device (et009533 / 20b076av) on (B)(6) 2020. The suspected origin of embolism was undetermined. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The first pass made with the embotrap and mechanical pump aspiration at the right internal carotid artery (ica) (2 min incubation) resulted in a mtici score of 0 with no clot retrieval. The second pass made with the embotrap and mechanical pump aspiration at the right ica (1 min incubation) resulted in a mtici score of 2b with clot retrieval via the embotrap. Next, intracranial target lesion stenting was performed. Final / end of procedure mtici score was 2b. During the procedure, the embotrap passes were made with an 0.072¿ jet¿ 7 reperfusion catheter (penumbra) via an 0.023¿ prowler microcatheter (product code and lot number unknown). There were no reported study device deficiencies. 24-hour post-procedure nihss score was 10. The patient was discharged to a rehabilitation center on (B)(6) 2020 with nihss score of 9 and mrs score of 3. The 90-day follow-up visit was performed by phone on (B)(6) 2020. Mrs score was 2. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. Review of the available information suggests that vessel characteristics, patient, and procedural factors may have contributed to the reported vasospasm rather than a manufacturing issue or defect of the device. Since the investigator reported that the vasospasm was possibly related to the study device and the spasm required medical intervention to preclude further injury, the event meets MDR reporting criteria. Furthermore, the vasospasm appears to have occurred during procedural use of the prowler select microcatheter. Therefore, the vasospasm will also be reported in association with the prowler select microcatheter. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2021-00068. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported through the (B)(6) study, the (B)(6) year-old female patient with a past medical history of hypertension and class 1 obesity (bmi 30 kg/m2) presented with an unwitnessed non-wake up stroke on (B)(6) 2020 with nih stroke scale score (nihss) of 10, modified rankin scale (mrs) score of 0, and modified treatment in cerebral ischemia (mtici) score of 0 and experienced moderate vasospasm within the right middle cerebral artery (mca) which resolved with medication. Per the principal investigator (pi), the event was possibly related to the study device and procedure. The event was not considered serious. The patient underwent an endovascular mechanical thrombectomy using a 5mm x 33mm embotrap ii revascularization device (et009533 / 20b076av) on (B)(6) 2020. The suspected origin of embolism was undetermined. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The first pass made with the embotrap and mechanical pump aspiration at the right internal carotid artery (ica) (2 min incubation) resulted in a mtici score of 0 with no clot retrieval. The second pass made with the embotrap and mechanical pump aspiration at the right ica (1 min incubation) resulted in a mtici score of 2b with clot retrieval via the embotrap. Next, intracranial target lesion stenting was performed. Final / end of procedure mtici score was 2b. During the procedure, the embotrap passes were made with an 0.072¿ jet¿ 7 reperfusion catheter (penumbra) via an 0.023¿ prowler microcatheter (product code and lot number unknown). There were no reported study device deficiencies. 24-hour post-procedure nihss score was 10. The patient was discharged to a rehabilitation center on (B)(6) 2020 with nihss score of 9 and mrs score of 3. The 90-day follow-up visit was performed by phone on (B)(6) 2020. Mrs score was 2.